Manufacturer narrative:
Product complaint # (B)(4). The purpose of this MDR submission is to report the findings of the device investigation. The delivery wire was found separated. The findings meet us regulatory reporting criteria. Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section e1. Initial reporter phone: (B)(6). A non-sterile EU 4.5x22mm stent 12 mm dw tip stent was received contained in the decontamination pouch. Upon receiving the device, a visual inspection was performed, and it was noted that the stent component was returned inside the introducer tube. Microscopic inspection revealed that the delivery wire was broken. No damages were noted in the stent. The introducer was found to be undamaged (i.e., no kinks, bents o elongations). Residues of dried saline solution were found inside the introducer. The issue reported regarding the stent being impeded in the middle section of the microcatheter could not be evaluated through a functional test; the broken condition of the delivery wire prevents the ability to move forward the delivery system and perform the proper functional analysis. The damage observed on the delivery wire was not originally reported in the complaint; however, the reported issue can be confirmed based on such damage, which suggests that the device was subjected to certain manipulation that could also have caused the delivery wire to be broken during the withdrawal. There is no indication that the issue reported in the complaint is a result of a defect inherently related to the manufacture of the device. (B)(6) reviewed the device history records relative to the manufacturing, inspecting and packaging of the lot 7773927. The history records indicate this product was final inspection tested at (B)(6) and was determined to be acceptable. As part of cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. Devices undergo 100% inspection at different points during the manufacturing process to prevent this type of damages from leaving the facility. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no CAPA activity is required. It should be noted that product failure could be caused by multiple factors. The instructions for use (IFU) do contain the following recommendations: ¿ do not apply undue force if resistance is encountered at any point during stent manipulation. Withdraw the unit and advance to a new one. ¿ if resistance is felt while recapturing the stent, do not continue to recapture the device. Withdraw the infusion catheter slightly to unsheathe the stent (without exceeding the recapture limit), and then attempt to recapture the stent again. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
As reported by the field, during a stent assist coil embolization to a to the left middle cerebral artery, an EU 4.5x22mm stent 12 mm dw tip (enc452212/7773927) stent was impeded in the middle section of a headway 21 microcatheter (mc) and could not advance anymore. The physician retracted the stent and switched to a new one to complete the surgery. The microcatheter was not replaced. Additional information received on 19-sep-2023 indicates that a continuous flush on the microcatheter was maintained. The introducer was firmly installed into the hub of the microcatheter and locked with the rhv during device advancement. No excessive force had been applied to the device. Based on the product analysis of the device received, the delivery wire was found separated.